Event description:
The customer reported to baxter (B)(4) regarding one secondary medication set that has a leak in the line. The condition occurred prior to use. There was no patient involvement. All connections in the set were secure, and it was leaking from the tubing line. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display and black marks on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Corrected data- 11/02/2010: the lay user/patient's contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. If any additional information is available, the FDA will be notified in a follow up report.